Event description:
A copy of the medwatch report from FDA was received, which states, ¿IV potassium running per order, but this nurse noticed drip rate much faster than what was programmed on the pump. IV potassium infused in about 30 minutes despite the pump being programmed to run for at least 1 hour. Pharmacy notified, pumps/ears pulled from service. Patient asymptomatic and without any complaints.¿

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿IV potassium running per order, but this nurse noticed drip rate much faster than what was programmed on the pump. IV potassium infused in about 30 minutes despite the pump being programmed to run for at least 1 hour. Pharmacy notified, pumps/ears pulled from service. Patient asymptomatic and without any complaints.¿

Manufacturer narrative:
Omit : d15 - cause not established. Additional information : unique identifier (UDI) #, medical device serial #, concomitant med prod data, device manufacture date, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.